Manufacturer narrative:
Evaluation of the returned 48v battery, main cart ups, 9735845 cable, 24v battery, camera cart ups, and 9735772 cable found no fault with any of the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was not powering on. The main cart was also shutting off randomly. Technical services (ts) had them hold the power button on the camera cart, there was no blue light on. Ts had them unplug the system from the wall, the system stayed on for a minute and then powered off. Ts had them unplug the battery cord from the uninterruptible power supply (ups), the main cart powered off immediately. Ts wanted them to switch to dc power ports on the upos, but none were interchangeable. There was no patient involved. The probable cause was a bad cart to cart connection.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc ups 9735787 main cart s8 svc cable 9735845 int to camera cart s8 svc battery 9735771 24v s8 svc ups 9735788 camera cart s8 svc cable 9735772 extrnl main to cam s8 svc - lot number 220404 h3/h6: the system was serviced in the field and multiple components were replaced. B01, c02, d02 apply. The cable 9735772 extrnl main to cam s8 svc was returned for analysis. Analysis found that the returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.